Manufacturer narrative:
Additional information: a2 (dob), a3 (gender), d3 (lot number), d4 (expiration date), h4 (date of manufacture) b3 (event date): the date provided is an estimate as the exact date of occurrence was not provided. Additional information received clarified that two (2) of the three (3) patients are males (reference MFR. Reports 1221359-2023-01269 and 1221359-2023-01270). These two (2) events were previously reported out of caution as there was no patient information available at the time of the initial report. As the two (2) patients are males, these two (2) events are not reportable as the false positive result(s) does not represent a risk to the patient that has or could result in a death or serious injury.g3 (date received by mfg): the date provided on the initial report (26jun2023) should have been reported as 28jun2023. H3 other text : single use; device discarded.

Event description:
The customer reported three (3) false positive results with the determine hiv 1/2 ag/ab combo for multiple patients and tests performed on various unconfirmed dates between (B)(6) 2023. This MFR. Report addresses test three (3) of three (3). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo performed on an unknown date using an unknown sample type. Confirmation testing was not performed, per the patient's request. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The date provided is an estimate as the exact date of occurrence was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text: single use; device discarded.

Event description:
The customer reported three (3) false positive results with the determine hiv 1/2 ag/ab combo for multiple patients and tests performed on various unconfirmed dates between (B)(6) 2023 and (B)(6) 2023. This MFR report addresses test three (3) of three (3). The customer reported a false positive result with the determine hiv 1/2 ag/ab combo performed on an unknown date using an unknown sample type. Confirmation testing was not performed, per the patient's request. No additional patient information, including treatment and outcome, was provided.